Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that while attempting the lead implant, the guidewire could not be separated from the left ventricular (lv) lead. The lead was not used and a new lead was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of stylet could not be removed from the lead was confirmed. As received, a complete lead with a partial stylet stuck was returned in one piece. The connector pin with the crimp sleeve were found pulled out from the connector assembly slightly stretching the inner coil consistent with damage due to excessive forces applied while attempting to remove the stylet from the lead during the procedure. The ptfe coating of the stuck stylet was stripped and was found bunched up with the inner coil distal to the connector pin. The cause of the reported event was isolated to the bunching of the stylet ptfe coating inside the inner coil at the connector region that prevented the removal of the stylet and excessive forces resulted in the connector pin with the crimp sleeve to be pulled out through the connector assembly.